Manufacturer narrative:
The unit was not returned to ge healthcare for investigation. An exact root cause determination cannot be made without the unit.

Event description:
The distributor reported the interlock system was not functional. There was no report of patient involvement.